Manufacturer narrative:
Analysis was performed by the field service engineer (fse) and confirmed the customer alarm tone was on mute. The loudness for the ECG was set to almost 0 for this particular procedure card. Customer wasn¿t aware on how to change and save the loudness settings. Procedure cards adapted and stored according to the customer's wishes. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was due to the volume turned low. This was most likely an unintended issue. The fse adapted and stored the procedure cards to the customer's wishes. Where the loudness is set to a higher volume and saved this value for their standard procedure card. Showed the customer on how to change or create procedure cards. This resolved the customer issue.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an hemodynamic systems indicating that the hemo alarm tone too quiet. The device was in clinical use at time of event, there was no adverse event reported.